Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurement and was confirmed dislodged during fluoroscopy. The physician decided to schedule for a lead repositioning. The rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicates that the physician explanted this rv lead and successfully replaced with a new lead. This lead is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).